Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and was hospitalized for 2 weeks for the event. The cause of the peritonitis was unknown. Pd therapy was discontinued and the patient was transferred to in-center hemodialysis. Treatment was not reported. The patient was recovering from peritonitis. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h12j15038 and h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).